Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 3.00 x 20mm stent delivery system (sds) was returned for analysis. The stent was not returned. The crimped stent outer diameter measured during manufacture was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon returned deflated. A visual and tactile examination of the hypotube found no issues. Examination of the tip via scope found no damage to the tip. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25nov2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 3.00 x 20mm synergy xd drug eluting stent was advanced for treatment; however, the device could not cross the lesion due to calcification. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed stent detached/separated.